Event description:
It was reported to boston scientific corporation that an obtryx curved system was implanted (B)(6) 2012. According to the complainant, the patient suffered pain and severe injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.